Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked belt clip slot, and a missing end cap sticker.

Event description:
It was reported that customer's insulin pump alarmed button error. Customer does not know his blood glucose, but he feels good. There were no significant events leading to the alarm. The device will be replaced. Nothing further reported.